Event description:
Information received from the field does not address the patient's clinical status but notes a high impedance while programme d to bipolar, a low impedance while programmed to unipolar and a capture and sensing anomaly.